Manufacturer narrative:
Other text: additional information d5, h6, h10. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) no problems or issues were identified during the device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: g1 g5.

Event description:
It was reported the device leaked during pre-use testing. No patient involvement reported.